Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged dso (downstream occlusion). There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issue with dso (downstream occlusion) seal delaminating confirmed through visual inspection. The cause of the reported issue was not listed. The reported issue was resolved by replacing the dso seal. Upon further investigation the battery compartment shows damage and corrosion, replaced battery compartment. The device passed all functional and delivery tests performed after the repaired activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.